Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera elite ii video system center's power went out and the image on the monitor disappeared during a therapeutic laparoscopic procedure. During the procedure, the reported malfunction occurred twice. The surgical technique was changed, and the intended procedure was completed. There were no reports of patient injury or medical intervention associated with the event. Related patient identifier: (B)(4). To capture the other occurrence.

Event description:
The procedure had a ten (10) minute delay while restarting the device. Customer confirmed only the monitor screen on the facing side was off (patient information was not displayed) and was connected to a high definition serial digital interface output (3g/hd-sdi) at the time of the event. The devices on the trolley are connected via a power transformer. Then the video wiring for the monitor and image management health (imh-200) are all independent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up in b5. Correction: information was inadvertently missed in the initial medwatch of the procedure having a ten (10) minute delay. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.